Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The hospital informed us that they have elected to retain the complaint circuit. Our investigation is therefore based on the information and a photograph supplied by the hospital. Results: visual inspection of the photograph revealed that the proximal connector collar on the expiratory limb was cracked. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the collar coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred 12 days of patient use, which suggests that the complaint circuit was initially undamaged. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported that a crack was noticed on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.